Manufacturer narrative:
The reported event of pericardial effusion was unable to be confirmed. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal tip. Visual examination did not find any anomalies. X-ray examination found torque coil offset which is consistent with procedural damage.

Event description:
New information received indicated cardiac tamponade was diagnosed by intraoperative imaging.

Event description:
It was reported the patient presented for implant procedure. During surgery as the ventricular leadless pacemaker (lp) crossed the valve, the patient's heart rate increased, contrast showed a pericardial effusion developed, and there was a significant decrease in blood pressure. The delivery catheter was suspected to have caused a myocardial perforation. Pericardiocentesis was performed and the patient was transferred to the intensive care unit (ICU) where later rescue attempts were ineffective. The patient deceased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.